Event description:
It was reported that a wound drain was placed following a knee replacement surgery. X-ray was performed to verify the proper placement of the drain. Two days later during drain removal, resistance was noted during removal and the drain broke, leaving a fragment of the drain indwelling. The pt was taken back to surgery to retrieve the broken fragment. It was noted by the hospital that no perforations were made to the drain or sutures used around the drain during placement. No further complications were reported.

Manufacturer narrative:
No sample was returned for eval. The sample was retained by the reporting facility. The device history record (DHR) was reviewed for the lot number provided. There were no non-conformances noted in the DHR that could have caused or contributed to the reported event. Internal reject records for catalog#: 0070320 manufactured for the past 24 months were reviewed and those records did not show any rejects related to tensile values. All values within the last two yrs were above those specified in the international standard for surgical drains. As a finished good, qa performs visual inspections for cuts or tears on the surface of the drain. Additionally, there was a break strength test (tensile test) performed on the finished lot, all specs were met. There was no evidence of any mfg issues that may have caused or contributed to the reported problem. The instructions for use state the following precautions to avoid the possibility of drain damage or breakage: "additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks".